Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for sn (B)(4) was performed from 08/07/2009 to 9/22/2020 and confirmed that this device was previously returned for servicing unrelated to the customer reported issue. There were production failures for test failure - fsod calibration which does not correlate to the customer reported issue. The proximate cause of the customer¿s reported issue was due to wear of the iui.

Event description:
It was reported that the device won't turn on. There was no patient involvement.